Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that following the lead revision procedure in (B)(6) 2015, the patient received an inappropriate shock (episode 012) in (B)(6) 2015. As previously reported, the device and replacement lead were explanted on (B)(6) 2016 due to infection.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the clinical site in (B)(6) 2016 that this chronic device and replacement electrode (implanted on (B)(6) 2015) were explanted on (B)(6) 2016 due to infection that was confirmed by culture.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information in (B)(6) 2016 that an inappropriate device detection/charge were recorded in episode#011, #013 and #14 in (B)(6) 2016. Additionally, treated episode#015 ((B)(6) 2015) and two untreated episodes#16/#017 ((B)(6) 2016) were recorded. An inappropriate shock occurred in episodes#015 (due to non-cardiac noise) and episode#017 (due to t-wave oversensing) and an inappropriate charge occurred in episode#016 (due to t-wave oversensing). Of note, there was non-cardiac noise after the charge in episode#0 16. The device was programmed to secondary x2 (250 bpm/200 bpm) secondary for all these episodes. As previously reported, the device and replacement lead were explanted on (B)(6) 2016 due to infection.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical report that this device's stored episodes #'s 011, 013, and 014 were reviewed and exhibited inappropriate device detection and charging. Episode#012 was also reviewed and inappropriate shocks due to noise was identified. As previously reported, this system was explanted on (B)(6) 2016.